Event description:
It was reported that a signal loss occurred. On 03/21/2024 in the afternoon around 2:00 pm, the patient noticed having a signal loss without any cgm readings and there were no bg readings taken. The patient did not have any symptoms prior to losing consciousness and having a seizure around 2:30 pm. Due to the seizures the patient hit her head. The patient was working in the hospital and her co-workers took her to the emergency room. The patient regained consciousness at the ER. They took a bg reading which was under 20 mg/dl and treated the patient with IV d10 and glucagon injection. The patient remained overnight at the hospital and was discharged the next morning (less than 24 hours). At the time of the report the patient was feeling much better. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.